Event description:
Same case as MDR ID 2134265-2013-03510, 2134265-2013-03543. It was reported that during an intravascular ultrasound (ivus) demonstration procedure for the usage of the ilab, pullback failure occurred. The ilab cart system 120v motor drive unit was used in conjunction with atlantis sr pro imaging catheter during the demonstration. When the physician performed an automatic pullback the system failed to pullback. Three automatic pullback attempts were all unsuccessful. The motor drive unit was repositioned but it did not move. The demonstration was cancelled.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).